Manufacturer narrative:
The company representative observed the failure "electrical test failure code #50" (motor speed out of specification). The company representative replaced the motor control board (part number 0671-00-0004). During the repair, the expired safety disk assembly (part number 0997-00-00985-01) was also replaced. The company representative performed functional tests and safety checks. The iabp met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient the unit generated the "electrical test failure code #50". The pump was replaced and therapy was initiated. No patient injury was reported.